Event description:
Per provider, power switch has a short circuit. Per independent repair center statement, the unit alarm will not function. The key failure was the power switch for the component controls, short circuited.